Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot# was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, no suture was present. The device was removed over a guide wire and a second proglide was used to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.